Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 15-dec-2021, UDI#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient stated they started ¿shocking¿ and it was not working anymore. The healthcare professional¿s (hcp) staff at the office checked the impedances and they were abnormal. A surgical procedure/lead revision was then performed on (B)(6) 2019 where lead was replaced. It was noted that the explanted lead was discarded by the customer and was not available for analysis. The issue was reported as resolved at the time of report. The patient status was noted as ¿alive ¿ no injury¿. Follow up information received from the manufacturer¿s representative on may 20, 2019 clarified that the impedances were a high type. They also reported the cause of the high impedances was unknown. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1mpkv implanted: (B)(6) 2018 explanted: (B)(6) 2019 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that back in (B)(6) 2020 when they had their ins replaced, their leads had to be removed because "the wires were rotted out." The patient reported that the wires weren't connected properly.